Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a cartridge change error message occurred when the user attempted to load a new cartridge. The user's blood glucose level was 77 mg/dl. Reportedly, the user successfully loaded a new cartridge.